Manufacturer narrative:
E1 patient city: (B)(6). Patient country:united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On 21-june-2024, it was reported that the patient encountered infusion set was leaking from the site. The infusion set was in use for 1 days. No further information available.